Event description:
The complainant alleged that the sieve bed was leaking. The independent repair statement confirmed the sieve bed leak to be the key failure. Other failures note were as follows: sieve bed tube, contaminated x 2; hose clamps, defective x4; manifold, contaminated; sound box muffler, contaminated; sieve bed tywrap, defective; sound box tywrap, defective x 4. Per independent repair center statement, the unit was alarming or red light.